Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record determined the lot number reported was not a valid avanos lot number. Root cause could not be determined. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 545 ml. Flow rate: 6ml/hr. Procedure: bilateral knee surgery. Cathplace: unknown. Avanos medical received a single report that referenced 2 separate units, involving one event. This is the first of two reports. Refer to 2026095-2020-00117 for the second event. It was reported the patient passed away on (B)(6) 2020 after a bilateral knee procedure. The patient was at home with no signs or symptoms of toxicity. Additional information received 21-aug-2020 stated it was reported via the coroner¿s office, coroner¿s report noted after reviewing medical and social history, assessment at the scene, interviews with family and autopsy/toxicology results the cause of death is ropivacaine toxicity. Manner of death was accident. Additionally, per the coroner's report the date of death was (B)(6) 2020. Additional information received 26-aug-2020 stated the pump was filled with 2.0mg/ml ropivacaine in 0.9% normal saline(ns).

Manufacturer narrative:
The device history record for the reported lot number, 0002998236, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The actual sample was not returned for further evaluation of the potential defect. Additionally, the sample was not available for evaluation at the failure analysis lab; however a sample review was conducted by an avanos representative at an external lab. The review was only visual not functional. The visual evaluation noted the clamp was closed. The pump appeared empty. The dial was zip-tied onto the fanny pack and the select-a-flow (saf) was set at 6 ml/hr. Root cause could not be determined. All information reasonably known as of 25-aug-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 30-jul-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 07-jul-2021 stated the patient was discharged home on (B)(6) 2020 with on-q pain pumps connected to each of her knees. On (B)(6) 2020, the patient was found deceased in her home."

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 19-nov-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device was evaluated and no fast flow was observed on all the flow rate settings. Root cause could not be determined. All information reasonably known as of 17-mar-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.